Event description:
Piece of spinal cage implant fractured during insertion. The surgeon felt that the piece fractured while he was impacting the driver. The rep said it may have occured by not unscrewing fully the inserter knob. Rocking it slightly could have caused the fracture. The case went fine. Surgeon felt the cage was not compromised other than the little piece that came off with the inserter. Plate went on fine and surgeon was happy with procedure. Incident of occurrence is matisse nitro cage fracture upon insertion and re-positioning. Surgeon described breakage occurring during impaction of the graft with the inserter. Patient anatomy, disc prep, and pre and post-op x-ray images were not provided. No issues with graft placement or plate attachment. Excessive force or improper technique by the surgeon during the impaction process. Per the surgeon discretion implant was left as is within patient. Fracture did not compromise implant functionality and integrity.